Manufacturer narrative:
The device was not returned to zoll medical corporation for evalation. However, the customer's report was observed in a video provided for review. The customer was informed that this device is retired and not on the FDA-approved AED list. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.